Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient medications include lipitor and aspirin.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.the root cause of the endotension could not be determined with the provided information.additional device implanted and involved in this event: pcc121400/030832609.

Event description:
On (B)(6) 2003, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On an unknown date, follow-up imaging identified possible endotension with aneurysm enlargement (amount unknown). On (B)(6) 2014, it was reported that the patient is currently in hospice and dying of pulmonary disease. Furthermore, due to the patient¿s fragile health an intervention to treat the endoleak is not deemed medically appropriate.